Manufacturer narrative:
Age of time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 8 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found that the stent was dislodged from the balloon and damaged. A review of the manufacturing stent profile data was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal end of the tip. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a tear in the outer shaft polymer extrusion located at the guidewire exchange port region. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 8 synergy drug-eluting stent was advanced for treatment. However, it was noted the stent came off the delivery system and was not found under fluoroscopy. When the guide catheter and sheath was pulled out, the stent was found and retrieved. The procedure was completed with a different device. No patient complications were reported and the patient was okay.

Manufacturer narrative:
Age of time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 8 synergy drug-eluting stent was advanced for treatment. However, it was noted the stent came off the delivery system and was not found under fluoroscopy. When the guide catheter and sheath was pulled out, the stent was found and retrieved. The procedure was completed with a different device. No patient complications were reported and the patient was okay.